Event description:
It was reported that patient underwent hip arthroplasty in 2009. Subsequently, patient suffered a fall and a revision procedure was performed twenty five days later, to remove and replace the stem, segment and head which had loosened. No further information has been received to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.